Event description:
It was reported the customer received a lost sensor alert. The customer also reported differences between their sensor glucose and blood glucose readings. Customer stated the readings would be off by 30 points. The customer's blood glucose was 210 mg/dl at the time of the call. Troubleshooting for the lost sensor found the customer had several signal too low alarms and unexpected restart alarms on their insulin pump. The customer stated the unexpected restart alarm would occur after every battery change. Customer was advised their insulin pump needed to be replaced due to multiple occurrences of the signal too low alarm. No additional information provided.

Manufacturer narrative:
The insulin pump passed the self test. However, an alarm was noted after a battery change due to a faulty connector on the interface circuit board. The test transmitter communicated properly due to the insulin pump. No unexpected lost sensor alarm or weak signal alarm was noted. The test blood glucose meter communicated properly to the insulin pump. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.